Manufacturer narrative:
Correction: d4 - lot number identified to be "10440596".

Event description:
Related manufacturer reference number: 2017865-2024-67911. Related manufacturer reference number: 2017865-2024-69788.

Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implantation. During implant of the atrial lp, atrial capture at maximum output was not achieved. Successful recapture and mapping occurred and a second location was fixated, however post fixation and in long tether, the device spontaneously dislodged and was recaptured. Upon mapping for a third location, a change in pressure was noted. A pericardial effusion due to cardiac perforation was noted and pericardiocentesis was performed. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.